Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and believed that irregular holiday eating patterns led the algorithm to deliver insulin needs that were perceived as too high. The user requested a factory reset, which was subsequently completed with clinician approval, followed by reconnection of the continuous glucose monitor. The user reported a blood glucose low of 39 mg/dl and device low glucose alerts were received. The user denied loss of consciousness or other acute effects. The hypoglycemia was self-treated with oral carbohydrates. No medical intervention was required, and no assistance was needed. Investigation included troubleshooting and user education, as well as assignment for additional training. A guided factory reset and device setup were completed. Investigation of this case revealed a user-reported pattern of insulin dosing perceived as excessive relative to current eating habits in the setting of gastroparesis, with no device malfunction identified. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.